Event description:
Patient reported changing the cartridge and infusion set in the morning and then later had a blood glucose level of 190 mg/dl; took correction via pump. Patient stated that at 2:30 pm her blood glucose level was 240 mg/dl; took correction plus lunch bolus via pump and then had lunch. Patient reported she later experienced nausea, headache, and her blood glucose level went higher and higher; took correction via pump with no success. Patient stated she changed the infusion set and took correction via pump, but later her blood glucose level was hi; took correction via syringe. Patient reported she felt sick, nauseous, vomited, and had 3+ ketones. Patient stated her friend drove her to the hospital where her blood glucose level was 363 mg/dl; was treated with an infusion of ringers lactate. Patient reported her blood glucose later was 94 mg/dl and then 65 mg/dl; ate grape sugar and in the night received an infusion of 500 ml of glucose. Patient stated her blood glucose level in the night was 80-90 mg/dl. Patient reported the next morning at 7 am her blood glucose level was 70 mg/dl; she ate breakfast and took a bolus via pump. Patient stated at 10 am her blood glucose level was 206 mg/dl. Patient alleges the pump delivers too low insulin. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.